Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold or cracked solder joint found on pin on ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 129 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump but customer was not able to passed the self test. The insulin pump will be returned for analysis.